Event description:
It was reported that pt underwent hip procedure on (B)(6) 1998. Pt underwent revision surgery on (B)(6) 2010 due to wear. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the us. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in process but not yet complete. Upon completion of eval, a f/u report will be sent to the FDA. This report filed on (B)(6) 2010.